Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the display making screen hard to see. The customer blood glucose level was unknown. Customer stated that the insulin pump received unexplained no insulin delivery alarm. Customer stated that they changing batteries every multiple times a week. The device will be returned for analysis.